Event description:
It was reported that a vascular stent being used to treat a cto in the sfa could not be completely deployed. The vascular stent delivery system was advanced to the treatment site through a previously implanted stent without incident. The physician began to deploy the stent and after 2-3 full retractions of the deployment trigger, a "pop" was heard, and the trigger became non-responsive. Approximately one centimeter of the stent had been deployed. The 6f introducer sheath was then partially advanced over the portion of deployed stent, and an attempt was made to remove both devices simultaneously. During withdrawal, the distal portion of the vascular stent became caught on the previously implanted stent, detaching from the rest of the system. Imaging demonstrated that the detached portion of stent and was residing just distal to the previous implanted stent. Advancement of an additional balloon expandable stent system to the site of the stents in the right sfa was made; however, during advancement through the sheath, the stent dislodged from the rest of the system. The stent delivery system, sheath and dislodged stent were all removed as a single unit. A second introducer sheath was inserted and another manufacturer's stent was implanted within the balloon expandable stent and detached stent without incident. Post dilatation of the stents was performed without incident. Three additional vascular stents were then advanced and implanted within the superficial femoral artery without complications. Final angiography demonstrated suitable patency results of the treatment site.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for eval. The investigation is currently underway.